Event description:
Info received indicates the right head siderail will not latch due to a bent bracket and missing shoulder screw.

Manufacturer narrative:
The tech replaced the slide bracket and shoulder screw to repair the bed.